Manufacturer narrative:
The device was discarded and will not be returned. Therefore, no analysis or testing will be done. The events of infection, seroma, and drainage are physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of infection as follows: "adverse reactions are those typically associated with surgically implantable materials, including infection, inflammation, adhesion formation, fistula formation, and extrusion."

Event description:
On (B)(6) 2015 the patient underwent a primary reconstruction surgery in which seri® was placed in the inframammary fold to pectoralis major position to support concomitantly placed 410 cohesive silicone gel breast implants. Seri® was dipped in bacitracin prior to implant and the surgical site was irrigated with same. On (B)(6) 2016, the patient reported "red bumps" and "tenderness" under the left breast. On (B)(6) 2016, the patient was prescribed doxycycline. On (B)(6) 2016, physician saw the patient and performed a "drainage" of "built up fluid." "Redness" was noted. On (B)(6) 2016 the patient was diagnosed with an infection. On (B)(6) 2016 the patient was prescribed augmentin. On the evening of (B)(6) 2016 the patient was admitted to the emergency room due to infection and pain, and on (B)(6) 2016, the breast implants and seri® scaffold were removed in the admitting hospital. The breast implants and seri® were all discarded. It is unknown whether any portion of the device remains implanted. The patient has since fully recovered. This medwatch represents the left side. See MFR # 8020862-2016-00042 for the right side.